Event description:
The patient had a primary hip surgery on (B)(6) 2014. On (B)(6) 2024 shell, head and liner were revised successfully. The patient luxated his hip and sustained a closed reduction, but after this, in the x-rays done in the ER, it was noticed that the shell was out of the acetabulum bone. It is unknown if the luxation was due to the cup failure or if the cup failure was generated during the closed reduction. Presently, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout, explanted all implants and placed an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 31 july 2024. Lot 2348073: (B)(4) manufactured and released on 09-jan-2024. Expiration date: 2028-12-11. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event during the period of review. Additional component involved in the event: stem: masterloc 01.39.203 cementless ti coated lat stem size 3 (k160289) lot 2112247: (B)(4) manufactured and released on 10-jan-2022. Expiration date: 2026-12-21. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event during the period of review.stem: